Event description:
It has been reported to philips that the footswitch was defective. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the wired footswitch had a mechanical issue with the micro switches. A philips service engineer inspected the system onsite, readjusted them, and returned the system to use. The system was not in clinical use when the issue was identified. Philips has initiated a field safety corrective action related to a connection failure of the wireless footswitch. At the time this complaint was received, philips did not have enough information to exclude this connection failure and as such the complaint was reported. Based on the investigation results, philips concludes that the complaint is not reportable. Codes were updated based on the investigation outcome.